Event description:
The user reported that when testing the equipment, turning the peep valve on the circuit for the neopuff (infant resuscitator) did not change the peep on the machine. No pt involvement.

Manufacturer narrative:
The complaint device consists of a t-piece and circuit and is an accessory to the fisher & paykel healthcare neopuff gas powered infant resuscitator. The device is supplied as a box of 10 units. The t-piece connects to a mask, the circuit of the t-piece connects to the neopuff. The main function of the t-piece is to provide pip (positive inspiratory pressure) to the pt. A secondary function is to provide peep (positive end expiratory pressure) via an adjustable valve on the t-piece. The malfunction described only affects the peep function. The complaint device was returned to fisher & paykel healthcare. Testing of the kits confirmed the fault reported by the user. Inspection of the t-piece body revealed the presence of sprue plastic which was not properly trimmed. Sprue plastic on the t-piece body can restrict the movement of the adjusting cap when peep pressure is being adjusted. A note has been added to the drawing specs of neopuff t-piece to ensure the sprue gate mark is trimmed flush with the cylindrical surface of the t-piece body. In addition process operators have been instructed to inspect each t-piece and ensure the sprue has been removed. This pcr is now closed.